Manufacturer narrative:
Hb-(B)(4) 2015 should additional information become available, a supplemental record will be filed.

Event description:
The chair was in an accident, he said one of the sides of the 70staper riggings were broken.